Event description:
The surgical procedure was a hysterectomy. The gynecologist was coagulating by pencil to forceps method. The nurse put the active pencil against the forceps in the left hand of the gynaecologist. The inside of the left thumb had a small, but painful burn.